Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported, via a manufacturing representative, that the patient experienced a return of incontinence on (B)(6) 2015. Reprogramming was performed on (B)(6) 2015 and the issue resolved at the time of the report. It was noted that the event was assessed as not serious, not related to the procedure, and related to the stimulation. Medical history included idiopathic functional urinary incontinence since 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.